Manufacturer narrative:
Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd eclipse¿ needle the pink safety shield falls off. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was not returned for evaluation. A review of the device history record was not performed as a CAPA exists for this reported defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although the defect was not confirmed for this instance, bd has investigated following the CAPA process a similar reported issue and actions have been initiated. If samples are received in the future the complaint will be re-opened and re-investigated.